Manufacturer narrative:
Product event summary - the full lead was returned, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that following attempted implant of the right ventricular (rv) lead and device that patient could not be defibrillated with a 10j safety margin. Therefore the rv lead and device were removed and replaced with a new lead and device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable pacemaker cardio/defib 2013 (B)(6); 6947 implantable tachy lead 2013 (B)(6). (B)(4).